Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the user. The CPR-d pads were evaluated. The pads were returned opened and used, without their pouch and with one piece of styrene attached to the sternum electrode. The styrene booklets that come with the electrodes only have a release coating on one side. If the pads are attached to the side without the release coating, they will not be able to be removed without damage. Further inspection found evidence of hair and debris between the sternum electrode and the styrene liner, indicating that they had been placed onto the incorrect side after use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor an 81-year-old male patient, the electrode pads were unable to be removed from the backing to apply to the patient. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.